Manufacturer narrative:
Performed functional check. Reported problem duplicated/replicated: yes, the customer stated problem was verified. Device was found to have an error code of 41622 on the screen display during power up and occurred in history. It was unable to repeat the issue during testing. It determined that a faulty motor is the root cause of the issue. Therefore, the motor will be replaced. What caused the reported (primary) problem: faulty motor. Who caused the reported problem(s): undetermined.

Event description:
It was reported that error 41622 / looses power with new batteries occurred. No patient injury was reported.